Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level were went down 351, 365, 358, 384 mg/dl and gave injection then down to 117, 78, 88 mg/dl. Customer also stated that blood glucose was also went 400 mg/dl range. Customer treated with manual injection. Troubleshooting was performed for high blood glucose level. The product will not be returned for analysis.